Event description:
It was reported that both t1 and t2 deployed at the same time. No patient injury reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. It was received with both t¿s and suture located within the delivery needle track. The device has been used. Simultaneous deployment could not be confirmed. Visual inspection shows that the delivery needle is quite disfigured. It is bent downward. It is slightly twisted. The device¿s mechanism no longer cycles and actuates due to the damage. Intentional or unintentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. Use error may have been a contributing factor of this event.